Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal was deployed out of the delivery tube into the aorta, however, blood was shooting up even when the surgeon attempted to reposition/adjust the tension springs and seal to obtain hemostasis. A cross clamp was used to complete the procedure because there was no replacement seal available. Once the seal had been removed it was observed that the seal had unraveled after deployment, not observed during loading, which explains why there was blood shooting up. No pt complications were reported by the hospital. Blood loss did not result in any blood transfusions.